Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received a rewind anomaly. Customer's blood glucose was 135 mg/dl. Customer received assistance in rewinding insulin pump.